Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gingival recession ("m gums were started to receding") and gingival disorder ("I had pressure on my gum"). The patient was treated with surgery (hysterectomy leaving cervix and one ovary). At the time of the report, the medical device removal outcome was unknown and the gingival recession and gingival disorder had resolved. The reporter considered gingival disorder, gingival recession and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: gum recession and gum disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event gums were started to receding/I had pressure on my gum added. On 20-mar-2020: fu3 and fu4 processed together based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced gingival recession ("m gums were started to receding"), gingival discomfort ("I had pressure on my gum"), abdominal distension ("swollen belly"), arthralgia ("joint pain"), fatigue ("fatigue"), ear pain ("sinuses and it effects ear - hurt all the time"), sinus pain ("sinuses and it effects ear - hurt all the time") and irritability ("essure mad me a complete bitch.. I hated everything and everyone. I snapped at everyone all the time for nothing") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy leaving cervix and one ovary). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown, the gingival recession, gingival discomfort, abdominal distension, arthralgia, fatigue and irritability had resolved, the weight increased was resolving and the ear pain and sinus pain had not resolved. The reporter considered abdominal distension, arthralgia, ear pain, fatigue, gingival discomfort, gingival recession, irritability, medical device removal, sinus pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: fu5, fu6 and fu7 processed together. Social media received: new events swollen belly, joint pain, fatigue, weight gain and sinus pain and ear pain were added. New reporter was added. On 23-mar-2020: social media received: reporter was added. On 23-mar-2020: content from social media received: event added: ¿essure mad me a complete bitch.. I hated everything and everyone. I snapped at everyone all the time for nothing¿. Secondary reporter added. Drug withdrawn added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (yes). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: case was updated from non serious incident to serious incident. Event adverse event nos was updated to medical device removal. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.